Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-721h-(B)(4): the glass fiber core exhibits a circumferential fracture proximal to fusion zone of the bevel edge and another located on the bevel edge; there is a 1mm gap created by the proximal fracture; the glass cap exhibits severe devitrification at the output area, and detritus adhesion around output area. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 20,275 joules of use and 8 minutes, ¿faulty laser shot (uncontrollable direction)¿ was noted. The fiber was exchanged and the procedure was completed with a second fiber. Patient outcome ¿ok¿ reported. No injury to the patient was reported.